Manufacturer narrative:
Follow-up #1 date of submission 05/29/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/22/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed a cs 128 call service alarm followed by a cs 177 call service alarm, caused by a partially discharged battery installation. No damage was observed to the pump battery compartment or battery cap. The battery cap secured properly to the pump to maintain power. Current draws measured within specifications. A short battery life was not duplicated. No intermittent connections were observed in the power circuit.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter stated that the pump battery life did not last more than a week. It was alleged that the pump was frequently emitting low battery warnings. It was also reported that the pump and battery cap were undamaged; however, the battery cap could not be attached to the pump without the yellow o-ring showing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.